Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer had four no delivery alarms in one day. Customer's blood glucose was unknown. The customer stated the alarm was resolved by an infusion set change. Customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.